Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered and unresponsive. Reportedly, the screen was shattered because the customer dropped the pump. The pump was no longer functional. There was no information provided regarding the customer's blood glucose level. The contact confirmed that an alternate method of insulin delivery was available.